Event description:
Pt was found unsconscious and had to be admitted to the hosp where pt was given an IV and an increased dose of insulin. An eval of the system was conducted over the phone, which determined that the customer was using expired strips. Customer was informed that co can not guarantee the accuracy of results with expired strips.